Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the hospital due to an abscess removal. During the surgery, the patient was hospitalized with hyperglycemia. The pod reportedly alarmed and the patient's blood glucose (bg) levels reached 27 mmol/l (486 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include bleeding, bruising, purulent drainage and erratic bg levels. The patient was treated with insulin via intravenous therapy. The patient was released after 4 days. The pod was removed at the hospital.